Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply connectors were reseated and all circuits boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed communication failure error messages. This error message will likely cause the system to lock-up or shut down or prevent the system from booting up. There is no report of pt injury associated with this event.